Event description:
Pt had saline lock IV in upper arm. Also had bp cuff on same arm post angioplasty. In ccu while connecting lines and monitors; adapter for hp non-invasive bp module inadvertently plugged into saline lock, with which it was compatible, rather than into bp cuff tubing. Could have resulted in large volume of air being introduced into IV line. Error quickly discovered and no harm to pt as far as facility knows.